Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, a "service required" error code was discovered in the ventilator's downloaded event log. The device was calibrated, and the problem was not resolved. The technician recommended replacing the device's oxygen blending module board to address the issue. No further investigation is required at this time. Additionally, the device's pollen filter and maintenance label were replaced due to preventative maintenance performed. The oxygen blending module gasket is contaminated and needs to be replaced. The power cord clamp is missing and needs to be replaced. The device's filter duct assembly, oxygen blender flow element and blower bellow are contaminated with dust and needs to be replaced. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.